Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The fse that encountered the issue, replaced the crm and completed a full preventive maintenance (pm) with all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a repair that was performed by a getinge field service engineer (fse) unrelated to this event, it was detected that there was condensate in the iabp purge tubing, so the fse conducted condensate removal procedure and detected that the voltage to the condensate removal module (crm) was out of specification. There was no patient involvement, and no adverse event reported.